Event description:
The patient reported having bladder pain and the therapy was not helping her because it was the same as before implant. She was assisted with the patient programmer and found herself on program 1 at 0.9 volts. Therapy was on and she decreased to 0.7 volts. The pain in her bladder began on (B)(6) 2016 and the lack of effect had occurred since implant. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.